Event description:
It was reported that the patient passed away. The cause of death was unknown. The patient was found deceased near their bed. The patient's sister stated that the batteries the patient was wearing were dead when they were found. It was reported that the patient's outcome was not device or therapy related/unknown. Device parameters were within normal limits for this patient. The device would not be explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The device operated as expected as far as the site knew. It was working appropriately when the patient was last seen by the office and when they talked to the patient about labs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's outcome could not be conclusively determined through this evaluation, and a direct correlation with the heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. It was reported that an autopsy will not be performed, and the heartmate ii lvas, serial number (B)(6), will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.